Event description:
It was reported that a patient presented in-clinic with intermittent dizziness. Upon interrogation, the patient¿s right atrial (ra) lead was found to have exhibited high pacing impedance, high capture thresholds, and over-sensing. Failure to capture was also noted on the ra lead and was suspected to be cause of the patient¿s dizziness. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing impedance, inadequate capture, and over-sensing were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing found internal shorts between the conductors due to twisted coils at the cut end of the lead. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
New information received notes that the patient presented in-clinic for a right atrial (ra) lead revision and replacement procedure. Upon examination, new instances of high capture thresholds and high pacing impedance were noted. During the revision procedure, blood was found to have contaminated the inside of the ra lead insulation. Lead insulation damage was alleged, through no obvious physical damage to the lead was reported. The ra lead was capped and replaced on 9 feb 2022. The patient was stable throughout.